Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing and changes in amplitude morphology measurements when testing sensing in all vectors after a successful implant procedure. The patient was reported to have failed screening in all vectors prior to the implant procedure. Additional information provided from the field indicated the patient later received an inappropriate shock. The s-ICD was reprogrammed, and the patient's medications were adjusted. The s-ICD remains in service and no adverse patient effects were reported.